Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperatures during the load process. Reportedly, the alarms continued to occur. Customer's blood glucose level was 193 mg/dl. Reportedly, the customer had manual injections for insulin therapy.